Manufacturer narrative:
Complaint history for this part number was reviewed for the last 24 months. No similar complaints have been found and this issue does not appear to be trending. However, there was one similar complaint for the part number I-pftvvc-70. The investigation report provided by well lead (attached below in the activity log) explains why this issue may be related to user error. This issue therefore does not appear to be trending, but will continue to be monitored. Formal investigation and customer follow up were performed by well lead. Please see the attached investigation report for further details. Ra: this failure mode (r12) is identified on the risk analysis file (ra-47). The severity of harm for this failure mode is considered a major (6) risk and does not meet the threshold for carb review (8).

Event description:
The usage time is unknown. Inflation tubing seems to have come off the root during use on the patient.

Manufacturer narrative:
The device failed while in patient use which would cause a delay in treatment and the patient to be reintubated. They cannot leave an endotracheal tube in place if they cannot keep the cuff inflated. The IFU instructs users to test for proper inflation of the cuff prior to intubation and this common practice in an intubation procedure. Based on the reported information, the criteria for reporting an adverse event have not been met.

Event description:
The usage time is unknown. Inflation tubing seems to have come off the root during use on the patient.